Manufacturer narrative:
On 15-jun-2017, an fse conducted on-site follow-up with the customer. The fse inspected the drain valve and observed that the knob was not fully closed. The fse then inspected the pre-filter housing and found that the thumb screw and wing screw were not tightened. The fse adjusted all of the loose parts and the pressure returned to normal. The most probable cause of the reported event was due to operator error in replacing the parts. . Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported error 101, low pressure with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.